Event description:
A user facility reports a patient has had problems with her vision, since she had bilateral intraocular lens implant surgery. She needs to wear glasses for distance and bifocals for reading. A yag, lasik surgery and another laser surgery (no description) have been completed for each eye (os and od) with no reported improvement. Additional information had been requested from the implanting surgeon. Od MDR # 1119421-2006-00312, os MDR # 1119421-2006-00313.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. The two reports received for this patient are the only complaints that have been received for this lot number.